Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous left anterior descending that is 100% stenosed. The patient presented with an acute myocardial infarction and thrombus aspiration was preformed. Then a 4.0x28mm xience v stent delivery system (sds) was advanced; however, failed to cross due to anatomy. A 4.0x33mm xience prime sds was also advanced and failed to cross due to anatomy. Additionally, the 4.0x33mm xience prime sds was used after expiration. A second unspecified guide wire was placed across the lesion for support and a 4.0x33mm xience prime was able to cross. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported use after expiration was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported the xience prime stent delivery system (sds) was used after the expiration date. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use states: note the product ¿use by¿ date. In this case the instruction for use deviation related to use after expiration does not appear to have caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 100% stenosed and heavily tortuous anatomy causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.